Manufacturer narrative:
Block h6: imdrf device code a020504 captures the reportable event of a tear, rip, or hole in the device packaging. Block h11: investigation results: investigation results: the device was not returned for analysis and was reported to be disposed; therefore, a technical analysis could not be performed. However, a media analysis was performed based on the pictures provided by the complainant where it can be observed the package contained signs of a tear. No other problems with the device were noted. Device history records review: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Risk review: a risk review was completed and confirmed that the event of packaging tear, rip or hole in device packaging was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to transport/storage.

Event description:
It was reported to boston scientific corporation that a cre rx dilatation balloon was being prepared for used in the esophagus during an endoscopic retrograde cholangiopancreatography (ercp) with dilation procedure to treat esophageal stricture to be performed on (B)(6) 2026. During preparation, a hole was found in the device packaging. A photo of the complaint device was provided and shows the packaging (sterile pouch) had a tear. The procedure was completed with another cre rx dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a020504 captures the reportable event of a tear, rip, or hole in the device packaging.

Event description:
It was reported to boston scientific corporation that a cre rx dilatation balloon was being prepared for used in the esophagus during an endoscopic retrograde cholangiopancreatography (ercp) with dilation procedure to treat esophageal stricture to be performed on (B)(6) 2026. During preparation, a hole was found in the device packaging. A photo of the complaint device was provided and shows the packaging (sterile pouch) had a tear. The procedure was completed with another cre rx dilatation balloon. There were no patient complications reported as a result of this event.